Event description:
The manufacturer received information alleging particles in tubing and chamber, difficulty in breathing and shortness of breath, also has dryness in the mouth. Patient said he needs this machine and would like someone to reach out to him about this issue, related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.